Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on product. Visual inspection foudn no visble damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -8.0/1.0/088 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed and this resolved the problem. The cause of the event was reported as unknown.